Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 29mm bioprosthetic mitral valve, as the patient was coming off cardiopulmonary bypass, it was reported that there was a "stent post obstruction that was causing a high gradient". Cardiopulmonary bypass was resumed to examine the valve. The 29mm bioprosthetic valve was explanted and replaced with a bioprosthetic valve of the same size and model. It was also reported that there were no valve defect, and no additional adverse patient effects were reported.